Manufacturer narrative:
The manufacturer did not receive devices for review. X-ray pictures were received and will be reviewed within the investigation. Where lot numbers were received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted an alloclassic sl stem, offset, uncemented, 5, taper 12/14 on the right side on (B)(6) 2011 and was revised on (B)(6) 2012 due to sinking of the stem. All components were replaced.

Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Review of event description: it was reported that the patient was implanted an alloclassic sl stem, offset, uncemented, 5, taper 12/14 on (B)(6) 2011. This implantation surgery was a revision surgery and is treated in (B)(4). On (B)(6) 2012, a stem subsidence was noticed and on (B)(6) 2012 all the products were revised and a new total hip prosthesis implanted. Review of received data: two undated x-rays were received for investigation. According to the file name, the x-rays were taken on (B)(6) 2012. The stem seems to be correctly sized and positioned. It is impossible to determine if the stem subsided, due to the unavailability of radiographs in the time frame between stem implantation ((B)(6) 2011) and (B)(6) 2012. The ap x-ray was used to measure the inclination angle which is approx. 50°. A reliable analysis of the ante- or retroversion is not possible on planar x-rays. Therefore a template was overlaid on the cup profile shown on the x-ray to estimate this angle. With this method it is not possible to define if the profile comes from an ante- or retroversion since the profile of the cup is the same on the x-rays independent of the direction of rotation. In this case the ante- or retroversion is estimated to be approx. 15°. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: according to the surgical technique for alloclassic variall cup valid at the time of implantation and revision, a cerasul inlay can only be used in combination with a cerasul head. It is mentioned as follows: "important: a metasul gamma insert may only be combined with metasul heads and a cerasul gamma insert only with cerasul heads." Therefore the product combination was not approved by zimmer biomet. According to the surgical technique for alloclassic variall cup: "correct alignment of the reamer is an important requirement for correctly positioning the implant. The reamer axis is ideally positioned at 35° to 45° of inclination and of 10° to 20° of anteversion.". Additionally it is stated that "placing the cup in a too vertical position must definitely be avoided, particularly when using ceramic inserts." Root cause analysis: approx. Three months after implantation of the new stem and head, the stem is reported to have subsided. Due to the unavailability of radiographs in the time frame between stem implantation ((B)(6) 2011) and (B)(6) 2012 it is impossible to determine if the stem subsided. In the available x-rays the stem seems to be correctly sized and positioned. The inclination angle of the cup was measured to be approx. 50° and the ante- or retroversion is estimated to be approx. 15°. According to surgical technique alloclassic variall cup the cup ideal position is 35° to 45° of inclination and of 10° to 20° of anteversion, and it is also stated that a too vertical position must definitely be avoided, particularly when using ceramic inserts. The same surgical technique also states that a cerasul inlay may only be used in combination with a cerasul head. Therefore, the product combination biolox head-cerasul inlay was not approved by zimmer biomet. Neither surgical notes of the implantation of the stem and head performed on (B)(6) 2011 nor of the revision surgery were returned for evaluation. Conclusion summary : as there are no x-rays in the time frame between stem implantation and (B)(6) 2012, it is impossible to determine if the stem subsided and the possible reasons. However, it has to be mentioned that the product combination was not approved by zimmer biomet. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).